Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having elevated lactate dehydrogenase (ldh) levels to the 1200-1300 range, as well as higher powers and flows. The patient underwent a heartmate ii (hmii) to heartmate 3 (hm3) exchange. The parameters also appeared to have been on a slightly elevated trend. This trend was likely the result of the patients clinical condition prior to the exchange. When the pump was explanted, the surgeon suspected pump thrombosis by visibility.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). The submitted log file captured transient elevations in pump power and estimated flow above the patient's baseline on (B)(6) 2022. The pump appeared to have operated as intended with speed remaining at or above the low speed limit, and there were no other notable events captured. (B)(6) was returned with the driveline (dl) severed approximately 2.5¿ from the pump housing. Two additional segments were returned, measuring approximately 5" and 6" each. The remainder of the dl including the controller connector was not returned. The sealed inflow conduit was returned assembled and detached from the pump inlet port. The apical sewing ring was returned detached from the device. The outlet elbow was returned attached to the pump outlet port. The outflow graft material was severed at the hardware and not returned with the device. The outflow graft hardware, outflow graft bend relief, and bend relief collar were returned detached. Inspection of the rotor revealed a ring-like deposition surrounding the bearing ball which appeared soft, tissue-like, partially denatured, and slightly adhered. This deposition appeared to have developed in this location during support. Tissue-like depositions were also observed adjacent to the bearing ball in the outlet stator. These depositions appeared loosely adhered and had a soft texture. Lack of denaturation suggests that they had not developed in this location during support; however, the origin and duration of time that they were present could not be determined through this evaluation. Although a specific cause for the presence of the depositions on the rotor bearing ball and within the outlet stator could not be conclusively determined, they could have contributed to the reported increase in ldh. The deposition discovered on the rotor bearing ball could have also contributed to the pump power/flow elevations which were confirmed through the submitted log file. Upon removal of the depositions, the device was cleaned. The bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the dl did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification; the device functioned as intended. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.